Event description:
Follow up information reported that a lead revision procedure was performed in (B)(6) 2015. Following the revision, the patient was reported as stable, well, and getting stimulation. The patient was instructed to follow up if any reprogramming was needed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received by the patient reporting that their pre-existing spine condition had worsened over time. The patient stated that for over 2 years they had been experiencing "pain progression and almost complete non-productivity, being nearly housebound, and being unable to drive, clean, and had been living a non-productive life." The patient stated that their last three years were "pain and suffering." The patient's condition worsened, disintegrated, it was hard to walk, and they were in need of a fusion. It was reported that in the past they had fallen and did "a 180 which pulled on the leads." The therapeutic effect since the lead replacement had not been as good as before. It started around 50% and had gradually decreased over time.

Event description:
It was reported that there was a lead/extension issue which included lead migration. The patient lifted a heavy box and immediately felt a loss of stimulation coverage in the intended location. Actions required as a result of the event was reprogramming. Actions planned but not yet taken were x-rays. If there was a product issue the issue was not resolved and the cause of the issue was not determined. Patient status at the time of the report was alive, no injury, the patient symptoms associated with the event were burning sensation and less than 50 percent therapy relief. The location of the issue or symptom was the device pocket and loss of coverage in low back. The patient needed bilateral low back stimulation coverage and only was getting leg coverage. It was later reported that x-rays were taken and that showed the leads had migrated. One lead was anterior and the other had moved. A lead revision surgery was planned but no scheduled. It was unknown how the patient was doing. Further information regarding the lead vision and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported they were going to have the device removed following their next cataract surgery and because their fusion surgeon wanted the device removed prior to an MRI and spinal fusion of l4-l5 which wasn¿t scheduled yet because they were in the way of the fusion. It was noted the consumer had bulging discs at l2-l4 and l5-s1. It was noted the consumer was hoping they wouldn¿t have to have any more surgeries but the stimulator acted as a ¿band-aid and gave the illusion their back wasn¿t deteriorating, but it was.¿ according to the consumer the device simply ¿filled in and decreased the effectiveness of opioids.¿

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).